Event description:
According to available information, this device required replacement due to a bulge. The patient's device was not working, and he was not able to engage in satisfactory sexual activity. A pelvic MRI noted an aneurysmal dilation of the left distal cylinder. The patient is scheduled for surgery to replace the left cylinder. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The implant date noted is approximate.